Event description:
It was reported that the user received an occlusion alert while using an infusion set and the issue resolved only after performing a full supply change under guidance; the user reported a blood glucose of 101 mg/dl following the change. Symptoms included an occlusion alarm without reported hypo- or hyperglycemia. Outcomes included restoration of insulin delivery after the supply change and no need for medical care. Investigation included guided troubleshooting and education on performing a supply change. Investigation of this case revealed evidence consistent with an infusion set occlusion that was corrected by replacing supplies. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion related to consumable setup or set performance.